Manufacturer narrative:
An evaluation is in process.

Event description:
The customer observed a falsely elevated cyclosporine result for one patient on the architect i2000sr analyzer. The following data was provided: sid (B)(6) initial 992.5 ng/ml, repeat with a new pretreatment 31.9 ng/ml. The customer states that based on patient history the second result is correct as the patient is under therapy for post-transplant. There was no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and accuracy testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. All testing met all specifications. Complaint information reasonably suggests the assay is performing as intended, and no malfunction of the device occurred. Based on the available information, no product deficiency was identified.